Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) reading of ¿low¿; however, a specific value was not provided. Cause of low bg was unknown. Carbohydrates were consumed to treat bg level. Reportedly, the customer continued to use the pump for insulin therapy.